Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the battery shows prematurely depleted capacity. There was no reported patient involvement.

Manufacturer narrative:
Battery was not returned to MFR.